Event description:
We received a report that an intraocular lens (iol) was epxlanted from the patient''s left eye after they could not adjust to the rings on the lens. The incision had to be enlarged to remove the iol and sutures were needed to close the incision. The iol was replaced with another lens during the same procedure.

Manufacturer narrative:
(B)(4). Explant of intraocular lens and incision enlarged. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed the lens where the optic was cut in half. No optical deviations on the received optic parts could be found. A review of the manufacturing records showed no deviations. The diopter measurement records from this particular lens were verified and shown to be within specifications. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.